Event description:
It was reported that during implant, the screw in the device header was missing. The device was not implanted and was replaced with a new device. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The device was returned, analyzed, and no anomalies were found. It was noted that there was a missing setscrew.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. . Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. It was noted that there was a missing setscrew.